Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance was experienced. The index procedure identified and treated one target lesion. Target lesion one was a de novo, 90% stenosed mildly tortuous 3.0x20mm lesion of the mid lad (left anterior descending). Target lesion one was treated with predilation and placement of a 3.0x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. During placement of the taxus liberte stent balloon withdrawal resistance was reported. The patient was discharged six days post procedure on asa and plavix with no other reported events.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.